Event description:
During calibration of this handpiece prior to a procedure, the physician felt a light electrical shock. The handpiece was exchanged and the surgery was completed with a new handpiece.